Manufacturer narrative:
The investigation determined that a patient sample was aspirated from an unintended tube/cup when processed using a vitros 5600 integrated system. The sample aspiration event was unsuccessful due to an instrument condition code. The investigation identified a software anomaly associated with a specific sequence of events that allows a sample to be aspirated from the wrong tube/cup position of a sample tray using a vitros 5600 integrated system. This can lead to the generation and reporting of a test result, or series of results, that do not reflect the patient¿s condition and could lead to inappropriate intervention with the potential for serious injury to the patient. (B)(4). Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
As part of a retrospective review of e-connectivity data to support an ortho clinical diagnostics (ortho) investigation it was determined that a sample fluid was aspirated from an unintended tube/cup on a sample tray using a vitros 5600 integrated system. Undetected aspiration of a sample from a tube/cup other than the intended could lead to contamination or significant dilution of another patient sample, potentially leading to the generation and reporting of a test result, or series of test results, that do not reflect the patient's condition. This in turn could lead to inappropriate intervention with the potential for serious injury to the patient. The sample aspiration event was unsuccessful due to an instrument condition code and patient sample results were not affected. However the investigation cannot conclude that patient results would not be affected if this event were to recur undetected. (B)(4).